Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a leakage occurred during use of the texium syringe 60 ml. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.